Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was image loss during procedure. Please note that the procedure was completed successfully.

Manufacturer narrative:
Alleged failure: eib kaley mueller stryker surgical tech went black during procedure, tried to reboot did not work, power to sdc3 and monitoe remained on po# temp delay: was not informed by facility how long the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be (1) power cable was loose (2) power source or power surge issue or (3) software issue. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was image loss during procedure. Please note that the procedure was completed successfully.